Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported by the patient's executor; a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No other pertinent patient or medical information was provided leading up to or surrounding the event. No alleged deficiency with the device was reported as a contributing factor or cause of the patient's death.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records received and reviewed. Patient with history of dvt and factor v leiden successfully had an inferior vena cava filter placed prior to scheduled mastectomy. Two days post filter deployment, patient presented to the emergency department with complaints of persistent bleeding at the filter puncture site, severe pain, and wound site dressing changes. A CT of the abdomen and pelvis demonstrated small pelvic ascites, right renal cyst, and left femoral lesion. One week post filter deployment, patient presented to the emergency department for pain in her abdomen, right thigh and pelvis. No abnormalities found, however it was believed a nerve may have been injured during filter placement. Approximately five months post filter deployment, patient presented to the emergency department with complaints of severe pain, weakness, and shortness of breath. A CT scan demonstrated a large pericardial effusion, bilateral pleural effusions, and increasing volume of fluid around the left breast prostheses. Patient was transferred to another facility for thoracic care. Chest x-ray performed identified moderate-severe cardiomegaly with possible underlying pericardial effusion, moderate left pleural effusion with atelectasis. Transthoracic echocardiogram demonstrated a large circumferential pericardial effusion and a pericardiocentesis was performed. A 750 ml of serosanguinous fluid was drained. Follow up CT scan demonstrated a large bilateral pleural effusion and mild pulmonary edema and cardiomegaly. A left thoracentesis was performed for the left side pleural effusion. Patient was discharged home in stable condition ten days post hospital admission. Patient returned to the emergency day the following day with complaints of recurrence of chest pain and shortness of breath. CT scan performed identified a metallic linear density projection in the region of the right ventricle and extended into the wall of the left ventricle and towards the pericardium. Approximately five and a half months post filter deployment, a subxiphoid pericardial window was performed and a detached ivc filter limb was removed successfully. The patient tolerated the procedure well and was referred to physical therapy and rehabilitation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the five months post filter deployment a CT scan demonstrated a detached filter limb perforating the right ventricular free wall and into the pericardial space. The patient experienced a circumferential pericardial effusion and a pleural effusion, a pericardiocentesis was performed successfully. The detached filter limb was surgically removed. The patient was reported to be in stable condition at the conclusion of the surgery.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Conclusion: neither the device nor images were returned. The medical records allege that CT scans identified a detached limb perforating the right ventricle. Allegedly the limb was surgically removed. Based on the medical records, limb detachment can be confirmed. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: - warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.